Event description:
It was reported by the customer that the device failed barrel clamp, cracked handle. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced sizer, front cover, rear case, left/right handle, tube/sleeve drive, wiper seal, carriage block assembly, force sensor assembly, right iui(inter-unit-interface) and lower housing. Plunger gripper recall and syringe split nut recall action completed. Performed unit calibration. Based on the findings, service determined that the reported issue was due to wear of cover front syringe. Device history record: a review of the device history record showed the device had a manufacture date of 20apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed barrel clamp, and suffered a cracked handle. There was no additional information provided and no patient involvement.